Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was blocked, seized, and rough running. It was noted that the nozzles could be heard, the motor works but does not pull, shocks did not fit, and the gear shaft is locked. It was further noted that the device failed pre-repair diagnostic tests for untrue running, excessive noise, air leak, rotations per minute (rpm) with speedometer, and rpm with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.